Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not receive a low reservoir warning alert. Customer's blood glucose level was 70 mg/dl. Customer was going to change his set and realized that his reservoir was lower than usual with the no low reservoir warning alert. Customer was advised to check the settings. Customer found that the setting was set to 30 units for the low reservoir warning. Customer was explained to check to see if something could have caused this to reset itself. Customer was unable to remain on the line long enough to answer. Customer drank juice and coffee with sugar. Customer stated that his low reservoir warning set itself back to the factory settings. Customer stated that he had it set to 40 units. Customer changed his battery one time and received a battery alarm. No further details were given.